Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review cannot be performed because the lot number was not provided by the hospital.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro, there was a co2 embolism issue and the pt went into cardiac arrest where the heart had to be restarted. Gaseous material had traveled from the leg to the heart. The patient's leg had been bloody and when they went back in, they expanded the tunnel with co2 and that is when the embolism occurred. The case was completed with the same unit. The staff reported that there was not malfunction of the hemopro device during this procedure. The co2 flow rate had been set at 3-5 l/min and the pressure was set at 10-12 mm hg which is per the IFU recommendation. Staff stated that they never turned up the rate or the pressure. The surgeon thought the co2 embolism was related to the endoscopic vein harvesting procedure. There was no further damage to the pt and the pt is in stable condition. There was not additional intervention required.